Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button were less responsive, were hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had motor error, rejected new batteries, changing out batteries more often that they had to take out it out and replaced it with another new battery, experienced e code, buttons pop back out. Customer did not want to troubleshooting. The insulin pump will not be returned for analysis.